Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-12434, manufacturer report number: 2017865-2020-12435, manufacturer report number: 2017865-2020-12436. It was reported that the patient presented with a pocket infection. The physician did not allege that the infection was due to the system. The physician noted that the infection was most likely due to post implant pocket hematoma that had to be evacuated. Patient presented for extraction procedure. During procedure, the pacemaker, right atrial lead, right ventricular lead, and left ventricular lead was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.